Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the patient's device transmissions revealed high out of range pacing impedance values on the patient's right ventricular lead. No intervention was performed. The patient's condition was stable throughout the event.

Event description:
New information received notes the right ventricular lead was capped (B)(6) 2021 and replaced. There were no patient consequences.